Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the right ventricular (rv) and right atrial (ra) leads were noted to be dislodged. It was suspected that the dislodgement was a result of twiddler's syndrome. Both leads were explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2938836-2019-00917.